Event description:
A malfunction was reported on the pump by the caller, showing a specific malfunction code of malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue, allowing the customer to continue using the pump without further incident. The caller was advised to contact support again if the malfunction code reappeared, and they acknowledged this instruction.